Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that following a glaucoma filtration device procedure, a patient experienced a serous choroidal detachment, postoperative hypotony, and a shallow anterior chamber that was observed during the one week and one month postoperative exam. Five days following the initial glaucoma filtration device procedure, an additional procedure was performed to inject a viscoelastic material into the patient's eye due to a shallow anterior chamber and hyperfiltration of the device. Five months following the initial procedure, the patient experienced an increase in intraocular pressure (iop), and the tip of the device was buried in the parenchyma of the iris. A trabeculectomy was performed seven months postoperatively due to the patient experiencing an increase in iop. The surgeon reported that the increased iop was caused by an incomplete function and dislocation of the glaucoma filtration device. Additional information has been requested.